Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange could not be confirmed through this evaluation. Available information indicated that a new backup system controller with the low flow 2.0 software was requested. Multiple attempts were made to inquire about why a new backup system controller was needed, but no response was received. To date, no products have returned for analysis and no log files have been submitted for review. The root cause of the reported event could not be conclusively determined. The device history records were not reviewed, as the serial number of the exchanged controller was not provided. The heartmate 3 patient handbook (rev d - section 2 ¿how your heart pump works¿) explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (rev d - section 6 ¿caring for the equipment¿) describes how to properly care for all heartmate equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported a new backup system controller was issued to the patient.